Event description:
User facility medwatch report was received stating: event desc: while attempting to remove a loose body in right knee through arthroscopy, grasper broke. Surgeon attempted retrieval but was not successful. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. What was the original intended procedure? Removal of loose body in right knee through arthroscopy. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.)

Manufacturer narrative:
All info is taken from the user facility medwatch report.